Event description:
It was reported that during an unk procedure, there was unsecured clip formation after firing. Unk how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 06/17/2010. Info anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Broken cam, ejected clip the analysis results of the device found that it was received with a broken cam. This condition would not allow the jaws to collapse in order to form the clips. The device was cycled and ejected the remaining clips due to the found condition. Possible causes for the condition found might be twisting of the jaws, force placed on the jaws during activation or excessive loading due to forming a clip over another device exceeding the structural capability of the jaws and/or cam. In addition, the device locked out as intended but the orange indicator over traveled. This finding is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
During routine testing of the device at the service center, the service tech reported the 12 volt battery failed the mfg test. The monitor was originally returned for repair of an "f0a1" error message when the battery failure was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.